Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration due to a high out of range pacing impedance value of 2023 ohms from this right ventricular (rv) lead. Technical services (ts) analyzed system trend data and found that the impedance had increased gradually from 600 ohms over a year ago. It was noted that the presenting electrogram (egm) was normal and there were no stored episodes. No adverse patient effects were reported. Currently, this lead remains in service.